Manufacturer narrative:
A revision procedure was subsequently performed and the lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
-----

Event description:
Boston scientific received information that this left ventricular lead was exhibiting impedance measurements greater than 2000 ohms due to a suspected fracture. No adverse patient effects were reported.